Event description:
The provider states the chair will not drive when going down a ramp. After troubleshooting with technician, he states he put a stock joystick on it and the issue couldn't be duplicated. The joystick has malfunctioned.